Manufacturer narrative:
The investigation is ongoing. This report will be updated when the investigation is completed.

Event description:
It was reported that during a procedure, the suction of the neptune rover was not working and fluids flowed back into the sterile field. No other information is available from the account at this time and an investigation is ongoing.